Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Logfile review could not be performed as the provided logfiles are incomplete and cannot be assessed. The treatment report image shows that for both eyes the patient fixation was not optimal, as patient moved the pupil, this is visible from the pupil position tab. No root cause for the customers reported event could be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the patient experiencing deterioration in visual acuity after surgery in right eye of the patient and patient requires retreatment. It was reported that the symptoms were continuing.